Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap came off. Blood glucose level at the time of incident was 124 mg/dl. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
Insulin pump received with detached end cap noted.